Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A visual and dimensional inspection was performed on the returned device. The reported inflation issue was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported inflation issue.

Event description:
It was reported the procedure was to treat a lesion with mild tortuosity and moderate calcification in the mid circumflex coronary artery. The nc trek balloon was prepped per the instruction for use (IFU) with no issues noted and advanced without difficulties to the target lesion for post dilatation, but the balloon would not inflate. The indeflator would not hold pressure, the stopcock was changed; however, pressure would still not hold. The nc trek balloon was withdrawn from the patient anatomy with no issues noted. A new device was used with the same indeflator successfully and the procedure was completed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.